Manufacturer narrative:
The cpu board (cpu pcba) was returned to the manufacturer for failure investigation. The cpu pcba was tested by the manufacturer's failure investigation technician and the failure was traced to a defective flash integrated circuit u1.

Event description:
The international customer reported the device powered on however it did not start up. There was no patient involvement.